Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Helical blade and tfn implanted for an orif of the hip. Pt was non-weight bearing and after a 2 week follow-up x-ray, placement of helical blade was noted as good. Surgeon advised pt to weight bear. Approximately 7 weeks postop, x-rays showed migration of the helical blade into the femoral head. The helical blade was removed and pt was revised to a plate. This is one of two reports submitted on this event.